Event description:
Customer's father reported customer's insulin pump has multiple alarms and is no longer working. The device also alarmed motor error. Customer's blood glucose was 228 mg/dl. Customer's father declined troubleshooting and wants the device replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The unit powers up properly after battery installation. The insulin pump passed self test. There was no a23, a24, or a25 errors noted during testing. The insulin pump passed the unexpected restart error test. There was no unexpected restart alarm noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test. There was no motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.